Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented with a myocardial infarction. The 90% stenosed lesion was located in a moderately tortuous and severely calcified right coronary artery that contained a bend of greater than 45 degrees. The lesion was predilated with an unknown balloon. A 4.00x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The stent delivery system entered the patient three times and excessive force was used in an attempt to cross the lesion. The physician attempted to pull the device back into the guide catheter; however, the stent dislodged at the liver artery embranchment. An attempt was made to retrieve the stent, but it was unsuccessful and the dislodged stent was left undeployed in the patient. The procedure was completed with another taxus liberte' stent. No further patient injures or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent was not returned with the stent delivery system (sds). The balloon was inflated which identified that the balloon was subjected to positive pressure. The balloon was also found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. Hypotube kinks were identified along the entire length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the inflation lumen, therefore indicating the device had been prepped for use. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is use / user error related as a labeling review identified that the device was not used per the taxus liberte directions for use (dfu), which indicates an unexpanded stent should be introduced into the coronary arteries one time only and also indicates attempts should not be made to pull an unexpanded stent back into the guide catheter.(B) (4)

Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The patient presented with a myocardial infarction. The 90% stenosed lesion was located in a moderately tortuous and severely calcified right coronary artery that contained a bend of greater than 45 degrees. The lesion was predilated with an unknown balloon. A 4.00x16mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The stent delivery system entered the patient three times and excessive force was used in an attempt to cross the lesion. The physician attempted to pull the device back into the guide catheter; however, the stent dislodged at the liver artery embranchment. An attempt was made to retrieve the stent, but it was unsuccessful and the dislodged stent was left undeployed in the patient. The procedure was completed with another taxus liberte' stent. No further patient injuries or complications occurred. Patient's status is satisfactory.